Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead had become dislodged. The lead was revised and remains in use. The patient experienced an arrhythmia and a heart block. No further patient complications have been reported as a result of this event.